Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls for na were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the ise electrodes. The cse cleaned the ise module and dilution cup and replaced the mixer rotor. The cse performed ise wash, primed the ise buffer tubings with warm water and replaced the buffer bottle. The electrolytes were run for coefficient of variation (cv) check, which were out of range. The cse then replaced the dilution cup and mixer rotor and reran the cv check. The ise parameter settings "calib. Clear (serum)" values were changed to 1.0. The ise calibration and quality controls were run and patient samples were analyzed. No further issues were noted. The issue was resolved by setting ise parameter to the default values. A siemens headquarters support center (hsc) specialist reviewed the service report, which stated that the ise valves were checked for leaks and the ise buffer supply tubings were replaced. The hsc specialist concluded the potential cause of the discordant results to be the hardware malfunction. The instrument is performing within manufacturing specification. No further evaluation of device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on patient samples on an advia 1800 instrument. The initial results were not reported to the physician(s). The samples were repeated on the same instrument, which resulted lower and more in line with the clinical picture of the patient. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.